Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what may be atrial driven rhythm. Technical services (ts) advised on further in office review. No additional adverse patient effects were reported. This device remains in service.